Manufacturer narrative:
The event of inoperable ipg - thoracic ipg was reported to abbott. The patient cancelled the procedure due to other health concerns. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further patient information may be obtainable from the healthcare facility once the procedure takes place.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an increasing recharge burden over the last year. The ipg became unable to communicate with external devices, deeming it inoperable. In turn, the patient may undergo surgical intervention to address the issue.